Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to nozzle clogging, amount of water contact does not meet the standard value and based on historical data, a probable cause includes the device handling during reprocessing and interoperability. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope's nozzle was clogged. There was no patient involvement.